Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter adapter/connector was defective and the tubing couldn't connect to it. The following information was provided by the initial reporter, translated from (B)(6) to english: "during the installation of a 18g IV catheter, impossibility to connect the tubing with 3-way valve on the catheter. Immediate measures: attempt with other tubing, failure placing catheter shutter cap, with strength catheter folding sensation, thereafter possibility of connection of the infusion tubing."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter adapter/connector was defective and the tubing couldn't connect to it. The following information was provided by the initial reporter, translated from french to english: "during the installation of a 18g IV catheter, impossibility to connect the tubing with 3-way valve on the catheter. Immediate measures: attempt with other tubing failure placing catheter shutter cap with strength catheter folding sensation thereafter possibility of connection of the infusion tubing".